Manufacturer narrative:
H10: items returned for evaluation: pusher, implant, introducer. Items not returned for evaluation: dispenser hoop, shrink lock, microcatheter, v-grip. The device was returned, with the implant partially advanced and lodged within the introducer. After removing the device from the introducer for inspection, further examination revealed, that the implant was severely stretched at the proximal section. But still attached to the pusher. The investigation of the returned coil system found the implant severely stretched at the proximal section. However, the implant was found to still be attached to the pusher. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant. But, the stretched condition is consistent with the device experiencing forces over specification.

Event description:
It was reported only that the "coil deployed on it's own" during an embolization procedure. Physician used another coil in the same manner successfully and completed the procedure with additional coils. No patient injury and no medical or surgical intervention was required. The patient is stable.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The premature separation as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.